Event description:
It was reported that the patient presented to the emergency room with symptoms of fever, fatigue, and afib. The patient was diagnosed with endocarditis with vegetation on the right atrial (ra) lead from a review transesophageal echocardiogram performed on (B)(6) 2023. The device system was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.